Event description:
Issue was reported when customer noticed a discrepancy of more than 5 minutes between displayed and actual time on pump, though reason for incorrect time was unknown. Glucose levels remained normal, not exceeding 500 mg/dl or dropping below 54 mg/dl. Technical support assisted in updating pump time, advised monitoring discrepancy, and suggested following up should the issue recur.